Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they had a leaking administration set while connected to a patient. There was no patient harm reported.